Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up and was not feeling well. She was not coherent. The paramedics came and treated her. They took her to the hospital as well. She was hospitalized on (B)(6) 2015. The customer's low blood glucose level was 30 mg/dl. The customer's daughter gave her syrup before the emergency assistance arrived. She treated her low blood glucose level with food. The device was not returned.